Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer removed some dust in the vent holes; alarm cleared. Customer's blood glucose was 151 mg/dl.